Manufacturer narrative:
Vyaire complaint# (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault. The customer confirmed there was no patient involvement associated with the reported issue. The customer determined the most likely cause of the reported issue is the main board.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was bale to verify the customer's reported issue. Bench testing revealed that transducer pt802 has failed.